Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Technical service followed up with customer and provided educational assistance. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer® blood collection tube device experienced poor barrier separation of sample. This event occurred twice. The following information was provided by the initial reporter. The customer stated: rep is requesting tech support in regards to poor barrier separation. Centrifuge has been checked for proper calibration. After centrifugation, tubes are taken to in-house lab for testing. Customer is witnessing red blood cells breaking through gel separator and seeping into serum. There is no reported erroneous results as these tubes are not tested. Additional information added 06/09/2021 - he states that the reference lab is rejecting the specimens as red cells are seeping above and in the gel.